Event description:
A hydrothermablation procerva procedure set was used during a hydrothermablation (hta) procedure. According to the complainant, "the new hta sheath is causing more post op pain and more bleeding in the patient than the old model". Follow up information received on august 13, 2009 revealed that patient was hospitalized overnight, given an IV treatment for pain, and there were no cervical injuries. Although several attempts were made to obtain additional follow up, there is no further information regarding this event.

Manufacturer narrative:
The lot number is not known, therefore, expiration and manufacturing dates are not known. The suspect device has not been returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any additional relevant information is received, a supplemental medwatch will be filed.